Event description:
Blood pressure (bp) cuffs used in surgery caused "crush injury" to upper extremity resulting in numbness, local swelling and pain, as well as rhabdomyolysis symptoms and kidney dysfunction. Bp cuff was used on this extremity for approximately 3 hours. Anesthesiologists believe that this cuff is less "compliant" to the patient's anatomy, and when cycling every 5 minutes for intraoperative monitoring, this caused injury to the arm from extensive use and restriction. They have never had this issue with the reusable cuffs used before january of this year.what was the original intended procedure?da vinci prostatectomydevice #1is this a laboratory device or laboratory test?no